Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came into the hospital due to a fever, back pain, weakness and vomiting. A transesophageal echocardiogram was performed which showed that there was a possible thrombus on the face of the closure device. The physician put the patient back on doac to help treat the thrombus.